Event description:
It was reported that during a revision surgery to harvest autogenous bone and to do anterior operation, the offset connector was broken when tightening. The offset connector was replaced with a new one and the surgery was completed. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Device history review, complaint history review, risk assessment. The customer reported event was confirmed via correspondence. The device was not returned for evaluation. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Xia universal surgical technique informs users that offset connectors can be tightened lightly to ensure stability between the rod and offset connector. At least 1mm of the connector should be protruding out of the spinal screw to ensure proper use of the device. The final tightening is applied to the closure screw when used in conjunction with the offset connector which is most easily applied in conjunction with the polyaxial screw. When used with a monoaxial screw, the connector must be perpendicular to the screw head. The plausible root cause of the reported event could not be determined conclusively as the device was not returned. Incorrect alignment of the cross-connector onto the rod may have contributed to connector fracture.

Event description:
It was reported that during a revision surgery to harvest autogenous bone and to do anterior operation, the offset connector was broken when tightening. The offset connector was replaced with a new one and the surgery was completed. There are no reports of adverse health consequences to the patient.